Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx laa closure device was deployed and the release criteria were met. Therefore, it was released and implanted in the patient. Within minutes of the end of the procedure, the closure device was noted to be embolized to the abdominal aorta as seen by transesophageal echocardiogram (tee) imaging. The patient was immediately taken to interventional radiology where the closure device was successfully removed percutaneously using a transfemoral technique.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman flx laa closure device was deployed and the release criteria were met. Therefore, it was released and implanted in the patient. Within minutes of the end of the procedure, the closure device was noted to be embolized to the abdominal aorta as seen by transesophageal echocardiogram (tee) imaging. The patient was immediately taken to interventional radiology where the closure device was successfully removed percutaneously using a transfemoral technique. It was further reported that the patient was discharged from the hospital one day post procedure. There is no future plan to close the laa at this time.